Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the cartridge was returned fully fired and was conforming to design specs. Comments: when crossing staple lines, some staples from the previous staple line may be ripped out by the knife, making the staples appear malformed. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 was fired four times, two times on each side of the uterus. The infundibulopelvic, broad and round ligaments were transected. All four firings were successful, however, the second firing of the device with a tr35w reload crossed the line of the first firing. This resulted in a couple of staples not forming properly. A malformed staple was removed from the abdomen and is being returned with the device. The surgeon removed a second staple that was not formed to his satisfaction. There was no consequence to the pt.